Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The complain sample was evaluated and the reported event was confirmed through physical evaluation. The returned device showed signs of repeated use (nicks and gouges) and was fractured on the lateral side. Fracture analysis confirmed that the fracture was consistent with low cycle fatigue culminating in bending overload fracture. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A definitive root cause cannot be determined as the conditions and frequency of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.